Event description:
It was reported that during the implantation procedure, the stylet became stuck within the left ventricular lead and could not be moved in any direction. Moreover, attempt to remove the stylet resulted in damage to the proximal pin of the lead. The physician removed the lead and implanted a competitor lead to complete the procedure. The patient was recovering.